Manufacturer narrative:
D10: 02-012-60-1425 - tru stem ext 14mm x 25mm (B)(6). 02-020-11-0320 - truliant ps cem fem ps cem right sz 2 (B)(6). 02-022-35-2010 - truliant tib imp ps insert sz 2 10mm (B)(6). 02-022-45-2020 - truliant tib fit tray cem sz 2f / 2t (B)(6). 200-07-29 - advanced patella 29m 3 peg implant (B)(6). 204-70-00 - tibial stem ext. Screw (B)(6). The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent an initial total knee arthroplasty. Subsequently, the patient reported an unknown complication with the knee replacement. As a result, the patient underwent a right knee revision approximately 5 years and 2 months after initial implantation. No further patient impact reported. No further information available.